Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020--2216. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to a defective patient's printed circuit board set. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced unit was returned to the service center for evaluation. There was no image as the evaluation confirmed the reported video system unit was not recognizing the 180 series video-scopes. The potential cause of the reported event was likely attributed to a faulty printed circuit board. The unit was repaired and returned to the user facility. A review of the service history indicates the scope was purchased on may 26, 2015 with no service/repair records.

Event description:
The service center was informed that during preparation for use of an unspecified procedure, the video system unit was having main board issues as it was not recognizing the 180 series video-scopes. There was no patient involvement reported.